Event description:
The customer reported being hospitalized due to high blood glucose of 239mg/dl, and she has treated with manual injections. Troubleshooting was performed. The caller stated that she was in an accident, but she was not driving. Instructed the customer to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.